Manufacturer narrative:
MDR 3003442380-2026-87955 / initial 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set fell off during use on 08 mar 2026. The infusion set was in use for less than a day.